Event description:
It was reported that during daily checks ,the cardiosave intra-aortic balloon pump (iabp) touchscreen is unresponsive. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) was being dispatched from it's unit and had arrived the onsite on 17-april and had successfully completed a simulated treatment with testing catheter and trainer without issue but able to execute touchscreen command prompts without issue, as part of the pm but unable to replicate the issue. But the touchscreen was however clean, thus it was unclear whether screen was soiled when it was being attempted on the floor. They had also identified the instances of code 63 which is being logged for touchscreen but it is being unresponsive earlier in the month. Logs have been attached for the reference. Fse had replaced the touchscreen as a precaution. But after post replacing the touchscreen assy, 12.1" it was being successfully calibrated the screen and also completed a full functional check. At last, the unit is being calibrated and it had passed all the functional and safety tests as per the factory specifications. The failure analysis and testing department received touchscreen assy with a reported unit failure touchscreen unresponsive. The failure analysis and testing dept. Performed a visual inspection of the part received and found that the part is in good condition. The failure analysis and testing dept department installed the touchscreen assy in the cardiosave test fixture serial number (B)(6) and tested to factory specifications per procedure 0002-07-d016 rev e and cardiosave service manual number 0070-00-0639 revision r. The failure analysis and testing department cannot replicate the reported failure. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq.the non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.